Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Following fields deleted: if action reported to FDA under 21 usc 360i(f), if remedial action initiated, check type

Event description:
It was reported that externalized conductors were observed via x-ray. No electrical anomalies were detected. The lead remains implanted. Patient condition was good.

Event description:
New information received notes that based on the review of the x-ray views provided to st. Jude medical, the conductors do not appear to be externalized.